Manufacturer narrative:
Correction: the previous or initial MDR submitted on march 03, 2025, was filed inadvertently. No infection has occurred. Per the clinic, the patient underwent a revision surgery to remove the granulation tissue around the implant site under general anesthesia on (B)(6) 2024.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced granuloma and infection at implant site (specific date not reported). Subsequently the patient was treated with oral and topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.